Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, sensor wire was hanging out when patient removed the sensor applicator. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.